Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubies failed in main drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in column 6 of the main drawer 3.1 repeatedly failed. The field service engineer (fse) performed troubleshooting by reseating the row board cables for each tray and the drawer controller. After reseating, the cubie pockets were recovered successfully. The customer verified functionality through an inventory count, and a final test was performed without further issues. The system functioned as intended after the field service engineer repaired the device.